Event description:
The pt stated that the ok button does not activate desired pump functions when pressed. The pump was not exposed to any water or cleaning products. She said the ok button also felt flat. No other buttons reportedly respond to button presses.

Manufacturer narrative:
The pump was returned to animas. Eval revealed contamination under button contacts. The ok button contact was misaligned. The ok button did not activate desired pump functions when pressed. The down arrow button intermittently activated desired pump functions. The ok button did not spring back when pressed.